Event description:
During testing with argon the probe shaft frosted and became exceptionally cold to touch. It was not used, another probe was tested and used in the case.

Manufacturer narrative:
Device evaluated by simulated use testing and confirmed reported issue of shaft frosting. Additional evaluation determined a vacuum sleeve failure caused the shaft frosting.